Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device failed opchecks. Patient involvement is unknown. Additional details have been requested.

Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. The bench repair technician (brt) evaluated the device at bench and determined that the operation check was failed due to malfunction of processor pca (printed circuit assembly). The processor pca ((B)(4)) was replaced and the device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of processor pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device failed operation checks. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.